Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detachment.it was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced. When the cds was in the left atrium above the mitral valve, the clip would not open. After several troubleshooting attempts, the decision was made to remove the clip. However, upon removal of the clip, the clip got stuck on the tip of the sgc and the clip detached from the cds mandrel but remained attached to the gripper line and the lock line. The devices were removed as one unit. There was no damage to the sgc tip. A new sgc was used and a new ntw clip was successfully implanted, reducing mr <1. The patient remained stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. In this case, the reported difficult to open or close- clip open inability ¿ anatomy, and difficult to remove-mitraclip delivery system (cds)/steerable guide catheter (sgc) could not be replicated in a testing environment due to the returned condition of the device (clip detached from cds).the returned device analysis confirmed reported material separation as the clip was returned separated from the l-lock tabs and only attached to the lock line via harness. It was also observed that the threaded stud was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported inability to open the clip and difficult to remove cds from sgc could not be determined. The reported material separation and observed broken threaded stud were cascading events of reported difficulty removing cds/sgc. There is no indication of a product issue with respect to manufacture, design, or labeling.